Event description:
Allergan ap band placed (B)(6) 2009. Initial problem started after severe food poisoning (B)(6) 2012. Experienced severe stabbing/burning pain in left shoulder. Also reflux after each subsequent fill of the band with saline. I was unable to have more than 9 cc saline placed into my band without reflux. So the band was filled and then unfilled multiple times. I asked my surgeon, (B)(6), if it were possible that my band had slipped due to the food poisoning and he said no. (B)(6) proceeded to send me to have testing to try to evaluate the reason of the shoulder pain even after showing him that the literature from allergan stated left shoulder pain as an adverse effect. He told me multiple times from (B)(6) 2012 - (B)(6) 2013 that my shoulder pain was not sure to my lap band the last time being just before I went into surgery to have it removed. I had the following tests to determine what the problem. Was. Chest x-ray (B)(6) 2013, (B)(6) 2013 shoulder x-ray and steroid injection-no resolution of pain - (B)(6) 2013 spinal x-ray, (B)(6) 2013 endoscopy was told the band was fine, (B)(6) 2013 CT scan with contrast. (B)(6) insisted that I needed to have an MRI to rule out a neck problem causing my shoulder pain in spite of my internists repeated statements that I did not have a neck problem, spoke with neurologist and he said no MRI my neck was fine. After numerous visits to (B)(6) and his repeated denial that my lap band was not causing my shoulder pain I demanded to have my lap band removed which took place on (B)(6) 2013. The operative report stated elevation of the left lobe of the liver revealed the band with adhesions. Adhesions were also found to the anterior abdominal wall. Preoperative diagnosis: slipped band. Postoperative diagnosis: slipped band. Allergan ap lap band 14 cc, (B)(6) 2009 implanted. Six weeks later follow-up with doctor each month thereafter for a saline fill unit approximately (B)(6) 2010 and 7 cc in band. Moved out of state until (B)(6) 2011. Restarted to see doctor (B)(6) 2012 for a saline fill monthly until unable to tolerate fill without experiencing reflux in (B)(6) 2012 and there after as well.